Event description:
It was reported that the pump battery depleted too fast, and the screen did not recognize touch effectively, requiring hard presses to register choices. There was no adverse impact to the customer's blood glucose level. The caller declined further technical support and did not request additional troubleshooting.